Event description:
Pt presented for elective hysteroscopy, and had laminaria placed prior to procedure. Hysteroscopy performed the next day. String lether to laminaria disconnected with effort to retrieve laminaria. Attempt then made to retrieve device with ring forceps, and laminaria broke into many pieces. Md believed that all of laminaria was retrieved, and proceeded with hysteroscopy. Pt reported that piece of laminaria was expelled 2005, after 2 months of bleeding and cramping.